Manufacturer narrative:
The device was returned to the MFR for an investigation. The complaint was confirmed. The device was scrapped since it is unrepairable.

Event description:
It was reported that metal flakes came out of the device. There was no pt involvement or adverse consequences.